Event description:
Patient presented to outpatient center for PICC line replacement due to leakage at site. A new PICC line was placed in the left arm. As the nurse was pulling the internal guide wire out, it broke. A chest x-ray was performed to determine the line location and how much wire was left inside the line. The PICC was clamped so that the wire would not move. The radiologist was unable to determine the exact distal aspect of the guide wire. The line was removed. Patient was taken to the emergency department for further evaluation.